Event description:
It was reported that during a breast biopsy, while attempting to insert a marker, the tip of the introducer shaped into the cannula of the probe. The doctor attained a competitors marker, deployed the marker successfully and completed with case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.